Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected for any abnormalities and the following was observed: one (1) black particulate, approximately 0.1mm, near edge of cp1 leaflet (inflow). One (1) blue particulate, approximately 0.5mm, at base of cp1 leaflet (inflow). One (1) black particulate, approximately, 0.4mm near commissure of cp1. Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results for the reported black particulate and black fiber show similar absorption characteristic when compared to a cellophane like material. Blue particulate show similar absorption characteristic when compared to cellulose like material. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for particulate on the valve was confirmed from the evaluation of the returned valve. A review of DHR, lot history, complaint history review and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Process walk through was performed by manufacturing engineers to ensure none of the material, fixtures, or tooling used match blue cellulose or black cellophane. Based on the review, there was no similar material for blue cellulose and black cellophane used during manufacturing process. Additional review of all the tools, fixtures and workstations, indicated they were properly maintained in cleanroom during the walk-through. The operators were properly gowned with hair covers, shoe covers, and cleanroom gowns as observed during cleanroom review. There was no observation of non-conformance or abnormality. It is not confirmed that the cellophane and cellulose like material collected during evaluation originated from the thv manufacturing process at edwards facility. Additionally, during manufacturing process all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contribute to the event. No labeling/ IFU deficiency were identified during evaluation. In this case, the particulates were observed on the inflow side of the valve leaflets. It is possible that those particulates were introduced during device preparation, potentially after the valve was detached from the holder. As such, available information suggests that procedural factors (device preparation) may have contributed to event. However, a definitive root cause was unable to be determined at this time. Since no manufacturing defects or labeling/IFU/training deficiencies were identified, neither corrective or preventative actions, nor product risk assessment is required at this time. However, an awareness communication emphasizing the important of in-process mitigation on foreign particulate during manufacturing was performed as a precautionary measure. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). During device prep of a sapien 3 ultra 23mm valve, a small mark on one of the leaflets was noticed. The particulate was noticed upon opening the jar. The valve was rinsed in an attempt to remove the particulate. However, the particulate was not removed after rinsing. The particulate was black/blue dot on one leaflet. Therefore, it was decided not to implant, and a new valve was opened. The patient outcome was good.